Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, it is like the following led to the malfunction: due to deterioration of the camera head components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The autoclavable camera head was returned to the service center with reported pixel errors in the field of view during laboratory demonstration. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, white dots on the image and damage to the head unit were found. The most probable cause was damage to the head unit and deterioration of the camera head components. There was no patient involvement.